Event description:
Lasik surgery was performed with less than desired results. The patient requested clear distance vision and the results were clear close-up vision with maintained distance vision requiring corrective lenses. Lasik was performed again on the left eye with better results, but still less than desired. In 2007, cataract surgery was performed on both eyes to obtain desired results.